Manufacturer narrative:
Cmpl- (B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced vomiting. The cgm reading was 120 mg/dl and the bg meter reading was 680 mg/dl. The patient¿s parent took him to the emergency room (ER). The patient had ketones present and was treated with insulin and IV fluids. The patient recovered after treatment and was discharged later the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.